Manufacturer narrative:
(B)(4). Catalog # kcfw-6.0-18/38-45-rb-anl2-hc. Event is currently under investigation.

Event description:
During a percutaneous transluminal angioplasty, sfa procedure on a (B)(6) female pt, after the physician accessed the sheath into pt's body, he tried to adjust the position of the sheath, but the sheath suddenly separated from the check-flo part. The sheath, remained inside the pt's body, as the physician used a balloon, inflated it, and pulled out the balloon and the sheath at the same time. The sheath was taken out successfully. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.